Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared a malfunction alarm. The customer's blood glucose (bg) level was 257 mg/dl during this event and the customer reported that this bg level was within target range therefore no action was necessary to address the bg level. The customer had ketones. It was indicated that the customer would administer manual injections as alternate insulin therapy.